Event description:
Device malfunction: partially deployed stent. Time of malfunction: during unpacking. Symptoms/ae: none. It was reported that while taking the device out of the package, the xpert stent was found prematurely partially deployed. Reportedly, there was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
Device was received. Investigation is not yet complete.